Event description:
The below narrative includes an initial report from a physician plus subsequent follow-up. This case was initially classified as being non-serious on the basis of the information available at the time and waiting for getting follow-up information from the treating physician. This latter was requested to clarify whether the adverse event the patient experienced was actually and angioedema or rather a peripheral oedema. It was clarified that the diagnosis of angioedema was not based on diagnostic tests but rather on his clinical impression. As angioedema is included in (B)(4), on (B)(4) 2014 the company conservatively decided to upgrade the case to "serious" and therefore reportable to the health authorities on an expedited basis.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, the FDA granted the permission for the manufacturer fidia (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4). (The manufacturer) is submitting this report even on behalf of (B)(4). The present MDR report satisfies the reporting obligations for both companies. No batch number was received on this complaint; therefore, no investigation can be conducted. This complaint will be closed. If batch number is received, this complaint will be reopened and responded to accordingly. Conclusion: no investigation/no assessment possible. Case status: closed. (B)(4).